Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Upon further investigation, it was determined that the event reported on this MDR was captured in MFR#: 2937457-2018-03370. There will be no further updates on MFR#: 2937457-2018-03433.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis which warranted antibiotic therapy. The pdrn stated the peritonitis was directly caused by the fluid leak from the liberty cycler set. However, those persons undergoing pd therapy are known to be at high risk for developing peritoneal infections. Based on the information available, the liberty select cycler and/or the liberty cycler set cannot be disassociated from the event. The liberty select cycler and liberty cycler set were not returned to the manufacturer for evaluation. As such, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported during follow up that a peritoneal dialysis (pd) patient developed peritonitis on (B)(6) 2018 despite of the prophylactic antibiotics given after the patient reported the fluid leak. Pdrn stated that the patient did have a culture taken which was positive for peritonitis, however was unsure of what the organism was or when the culture was taken. Pdrn stated that the patient was prescribed antibiotics but the type, route, dose, and duration were unknown. Pdrn stated that the cause of the peritonitis event was due to the fluid leak. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.